Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly tested and analyzed. There is an insulation abrasion noted on both sides of the trilumen insulation through to all 3 lumens. There is also webbing damage noted at this location. The ptfe on rs- coil is breached and exposing the rs- coil. The ptfe on the distal and proximal hv cable is intact, with no conductor exposes. The damage is located approximately 28-29 cm from is-1 terminal pin. The damage appears to be initiated by a localized compressive stress on surface of insulation.

Event description:
Boston scientific received information that this lead had fractured and was causing inappropriate shocks. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.